Manufacturer narrative:
It was reported that after the deployment of the stent, the proximal side of the stent was not expanded. Through the attached photo, it is confirmed that the proximal part was partially expanded but not enough yet at the procedure, and the stent's distal part was fully expanded after returning it. As a result of analysis of returned device, outer sheath was not detached and stent was returned in state of fully deployed. The curve was observed on the outer/inner sheath. Stent was fully expanded except for the proximal part. The blood had congealed on stent cover, and the silicon cover hole was observed on the proximal part. The proximal part was inserted into the water for 15 minutes under 38 degree. After 15 minutes, the proximal part was expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but if the stenosis is not severe, it could be better expanded at temperatures similar to body temperature than out of body. However, if stent expansion is temporarily restricted due to pressure of the patient lesions, it may take time for temperature differences and other reasons to fully expand, even though the stent is removed from the patient's body, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since the information was lacked such as the insertion period of stent, the condition of patient's lesion etc, and it is hard to reconstruct the situation at the time of procedure. However, based on the expanded proximal part of stent after inserting it on the 38 degrees water for 15 minutes, and the observed curve on the outer/inner sheath, it is considered that the stent was expanded slowly due to the severe stenosis and as a result, the doctor has judged stent expansion fail. Also, based on the congealed bloods on stent cover, it is assumed that the stent expansion may have affected even after it was removed out of the patient's body since a lot of blood were applied on the stent cover before the stent expansion. It is considered that the stent was returned in an unexpanded state to us since the bloods had congealed faster than the stent expansion time. Also, it is assumed that the hole observed on the stent proximal cover had occurred during the procedure or stent removal process. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
After the deployment of the stent, the proximal side of the stent was not expanded. Another stent (not niti-s) was used to finish the procedure. There were no patient complications as a result of this event.